Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. There was evidence of an assumed type ib endoleak of the right common iliac artery. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: misuse of the device where the aortic neck angulation was greater than 60 degrees; severe angulation of the left common iliac artery (120 degrees); and, the cuff was two sizes larger in diameter than the main body. Additional factors were: a concomitant thoracic aneurysm; multiple patient lumbar arteries, patent inferior mesenteric arteries; and the inability to tolerate contrasted surveillance; the use of antiplatelet therapy through the duration of the stent, and the addition of anticoagulation therapy some time prior to the (B)(6) 2015 event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcation device and suprarenal aortic extension. Reportedly, patient presented with endoleak on routine follow up computed tomography. It was also noted patient had ima and lumbars coiled by radiology at some point after implant procedure due to type 2 endoleak. Under angiogram in or an endoleak near the aortic bifurcation was observed. Appearing to be a potential 3b. The physician elected to treat by placing a new longer main body inside the leaking device. Final angio was done and no endoleak was observed. Patient is in stable condition.